Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer missed a yellow non-invasive blood pressure alarm. There was no report of actual harm associated with this complaint. The customer requested assistance determining why the yellow nibp alarm was not displayed.

Manufacturer narrative:
A philips' on-site field service engineer (fse) was able to observe the situation; the yellow alarm was not triggered but can be found in the alarm memory and in the clinical audit trail. Further investigation found that the mx 700 monitors in the rooms are all configured to 0 volume. In addition, the yellow alarm was configured not to evaluate (that can be used to generate audible alarms even if the user has turned alarm volume to 0). The default nbp alarms are set to alarm only on the systolic measurement and for the systolic measurement the default values are set to 180 mmhg as high alarm and 90mmhg as low alarm. A review of the central station logs indicated the device was functioning as expected. A software update was completed, and the alarm functionality was confirmed, and no further events were reported. The device(s) was returned to full use functional after the software update. The device(s) was confirmed ready for clinical use. Based on the information provided, the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The customer will be notified of these findings.